Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to full functional testing and passed successfully. The device was recertified and returned to the customer. Review of the device log observed artifact, consistent with CPR, during the analysis. Based on the presented waveform, the algorithm appears to have returned the appropriate decision of no shock advised. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "no shock advised" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.